Event description:
The clinician reports, that the implant was inserted (B)(6) 2017 in ada 4 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.